Manufacturer narrative:
The customer technical specialist (cts) assisted the customer via telephone troubleshooting with cleaning the rocker bed sensors and belt and the instrument was operational. The field service engineer (fse) contacted the customer via telephone and was informed the evening shift technologist found tubing disconnected from the bottom of vc23 (backwash tank) and they reattached it to resolve the leak. After the customer reset the analyzer, no further leakage was observed. The day shift operator restarted the analyzer without any failures or leakage observed, ran a startup and controls; all results were within range. The fse did not go on-site. Failure mode was related to disconnected tubing from the drain port on vc23 (backwash tank) which was reconnected by the customer. The rocker bed errors were resolved when the customer cleaned the sensors and after they dried, the rocker bed operated without further issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that their coulter lh 750 hematology analyzer leaked a couple of drops of clear liquid from tubing at valve (107b) to back wash tank (vc23). The leak was contained within the instrument and the instrument generated rocker bed errors. The leak did not impact electrical or optical performance of the system. The customer was wearing gloves, a laboratory coat, and eyeglasses. There is an exposure control plan in the laboratory. There was no direct physical contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. The leak did not affect any patient results nor were any results generated or reported out of the laboratory.